Event description:
It is reported that the shaft fractured.

Manufacturer narrative:
(B) (4). As returned, the shaft has fractured. This failure could have been caused by, but is not limited to, the following: excessive force applied during use, continued operation of the drill after it was stuck against a hard material, rapid forward and reversal of direction of rotation when the device is stuck, excessive bending around corners, device wear due to usage with time, and/or low speed/high torque of operation. Details of the surgery and usage history were not provided with the complaint. The device history records were reviewed and found to be conforming. The device was returned in a damaged state that could not be examined for dimensional analysis. The instrument has a potential field age of approx 18 months. The exact cause for this failure cannot be determined with certainty.